Manufacturer narrative:
As both electrodes passed precision testing and quality controls successfully, the customer placed back the initial one on the instrument. The issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant sodium (na) results for one patient sample tested on a cobas integra 400 plus analyzer. The reporter also mentioned quality control issues for sodium. The sample initially resulted in a na value of 132.50 mmol/l and automatically repeated as 132.98 mmol/l, accompanied by a data flag. The following day, the sample was repeated, resulting in a na value of 140.96 mmol/l. The initial questionable result was reported outside of the laboratory. The repeat result was deemed correct and an amended report was issued. The na electrode lot and expiration date were requested but not provided.

Manufacturer narrative:
The customer determined a bubble in the sodium electrode. After removing the bubble, precision testing and quality controls passed successfully. The field service engineer changed the electrode and ran quality controls and precision testing; all tests passed successfully. The investigation is ongoing.